Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 40s (mg/dl). Customer consumed juice and crackers to treat bg levels. Reportedly, customer was advised by their health care provider to adjust pump basal settings. Customer will confirm basal settings with provider.